Event description:
Drill bit broke off during surgical procedure. The portion that was in patient, surgeon felt it was a higher risk to remove than to leave in. Disclosed to patient and family by surgeon.